Event description:
A ventilator was returned to the manufacturer for service. There was no report of harm or injury. During the evaluation of the device at the manufacturer's service center, an issue related to the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue.